Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hospitalized high readings. The customer's blood glucose reading was 40 mmol/l. The customer stated that the pump stopped working over the weekend. The customer had symptoms such as feeling sick to his stomach. The customer was treated at the hospital with insulin drip. The customer reported the drive support cap to appear normal. The customer also received no delivery alarm. The customer declined to check for presence of leaks or air bubbles. The product was not returned for analysis.